Event description:
It was reported that the patient presented for follow up because of a notifier alert received due to high hvli. The patient has history of hvli fluctuations, insulation repair using silicone and svc deactivation. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.